Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® urinalysis preservative urine tube, the device experienced discolored/ abnormal additive form. The following information was provided by the initial reporter. The customer stated: it was reported that tubes have condensation in them.

Event description:
It was reported when using the bd vacutainer® urinalysis preservative urine tube, the device experienced discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: it was reported that tubes have condensation in them.

Manufacturer narrative:
D4: medical device lot#: 1319192. D4: medical device expiration date: 2023-05-31. H4: medical device manufacturing date: 2021-11-15.

Manufacturer narrative:
The following fields were updated due to additional information: d4: catalog # 365017 h6: investigation summary bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for additive abnormality (condensation appearance) with the incident lot was not observed, as no issues were identified. This product is spray coated with additive and the additive spray coat pattern appearance is correct. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of additive abnormality based on the returned photo. Bd was not able to identify a root cause for the indicated failure mode. See h10.

Event description:
It was reported when using the bd vacutainer® urinalysis preservative urine tube, the device experienced discolored/ abnormal additive form. The following information was provided by the initial reporter. The customer stated: it was reported that tubes have condensation in them.